Event description:
It was reported that during a sigmoid colectomy procedure, it is alleged that the surgeon was stapling low in the pelvis when the stapler stopped working. The stapler initially worked but on the fourth firing the gun locked out, and the surgeon was unable to fire the device. The surgeon followed the unlocking process but the stapler would not open. The surgeon said that eventually the device had to be pulled from the bowel and taken out of the port and maneuver the stapler out of the patient as the stapler was in flexed position and as could not open the stapler could not be un-flexed. The surgeon said once the gun was out, it was opened by a scrub and a new reload was put in, the same thing happened again so the staff opened a new stapler. The second stapler did not have any problems. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The sales rep. Met with the surgeon and looked at the product complaint with him. I was able to unlock the product complaint and I could see the reload was partially fired. I went through the unlocking process and discussed the sensitivity of the firing handle if tapped can initiate the firing sequence. Also he tends to pump the handle more than four times when firing and also when unlocking he pulls back the firing trigger a few times before opening.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that one (B)(4) device was returned with no visual non-conformances and with a green partially fired 1/16 reload present; it is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition, several b-formed staples were found on anvil knife slot and channel. The device was tested for functionality in the articulated position with the returned reload and it achieved a complete fire without any difficulties noted. The staple line was complete and the staples were note to have the proper b-formed shape. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. It should be noted that prior to reloading the instrument, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the instrument. Do not use the instrument until it has been visually inspected to confirm there are no staples on the anvil and cartridge jaw. Insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The instrument is now reloaded and ready for use. Please reference the instructions for use to additional instructions. The device opened without any difficulties noted. It should be noted that in order to open a device with the indicator in the locked position a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. . Once the device is opened the device can be de-articulated. Batch history review has been completed with no anomalies reported.